Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) pocket site. The patient did feel the sensation even with the ins turned off. No falls or trauma were noted in association with this event. Impedances of >10,000 ohms were measured on the electrode #0-7 leads. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565, serial# unknown, implanted: unk, explanted: unk. (B)(4).